Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an av node ablation procedure there was pacing inhibition that led to asystole of an unknown duration. It was noted that the device was programmed in electrocautery mode. Boston scientific technical services (ts) was consulted and discussed that boston scientific devices have been designed with a protective mechanism in the event that current over a certain threshold is detected on the leads from an external source, which is referred to as the defib detect circuit. No changes were made and the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead remained in service.